Event description:
Customer stated that the product was heating up during testing. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of foreign debris contamination. Corroded bearings were also noted within the device.